Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested 10/5/2007 and 10/7/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reports seeing yellows as darker. The pt has a clear lens in the fellow eye. Add'l info, including pt status, has been requested.